Event description:
An electronic report was received from a hemodialysis user facility who has reported an event. It was learned that at the end of a dialysis treatment, the normal saline line separated from the arterial bloodline. There was no report of injury or ill effect. This event occurred while a bolus of normal saline was being administered for a low blood pressure. The event occurred as the pt was being taken off the dialysis machine at the end of the treatment. It was reported there was a 125 ml loss of blood. The pt reportedly was discharged to home when the treatment was completed. There is no report of injury or ill effect to this dialysis pt. There is no sample for an eval.